Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was completed by using a new product. The cause of the premature detachment was not determined.

Manufacturer narrative:
H3: product analysis equipment used: video inspection system (m-85519), ruler (m-83360) as found condition: the concerto device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened concerto inner pouch, within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: no damage or irregularities were found with the concerto pusher, shield coil or implant coil. The concerto implant coil was still attached to the pusher. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿premature detach¿ and ¿prod damaged/deformed out of pkg¿ could not be confirmed. The returned concerto device was found undamaged and still attached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto helix coil was detached before use. No patient symptoms or complications were associated with this event. It was unknown what condition was being treated or what the patient's blood flow and vessel tortuosity were. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).